Event description:
The customer reports observation of an elevated atellica im total hcg (thcg) result which was discordant relative to repeat testing when using lot 361. An initial elevated result was obtained for one (1) patient sample. The initial elevated result was reported to the physician who questioned the result. The same sample was retested on the original analyzer and obtained a lower result. The lower result was considered correct since it matched the clinical picture of the patient and was issued on the corrected report to the physician. There are no allegations of patient harm, changes in treatment, or delays of diagnosis or treatment resulting from the observed result discordance.

Manufacturer narrative:
A customer from outside the united states reported observation of an elevated atellica im total hcg (thcg) result which was discordant relative to repeat testing. Siemens reviewed the instrument data and the information provided by the customer. Reagent and instrument issues were ruled out based on quality control (qc) recovery within acceptable ranges, valid calibration and no issues were reported with other patient samples. The analyzer¿s autocheck data on the date of the event was within acceptable limits. The reagent probe trace files confirmed proper delivery of thcg lite and solid phase reagents. Although the sample probe trace files showed results within specification, the pressure profile indicated a potential issue with sample quality. Based on available information, the cause of the discordant result was consistent with a sample integrity issue. A product problem has not been identified. Customer is operational and no further actions are required.